Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the pump has been randomly rebooting since (B)(6) 2012. The pump was not available for troubleshooting at the time of the initial contact. The reporter was to call back to complete troubleshooting, however the reporter has not called back and customer support has been unable to reach the reporter for additional information. There was no reported patient impact as a result of the alleged malfunction. The battery cap reportedly secured appropriately to the pump. The battery cap was reportedly original to the pump from (B)(6) 2011. The user guide instructs the user to replace the battery cap every three to six months. This complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: no activity outside normal use observed in the black box or download history. The black box history verified power on resets. The battery cap was not returned with the pump for investigation. On examination, no damage was found to the battery compartment. On testing, a new test battery cap was able to be fully tightened to the pump with no visible yellow o-ring showing. The pump was exercised for 24 hours with the test battery cap and no power loss or rebooting was duplicated. The pump cover was removed for investigation with no evidence of moisture or damage to battery flex or power circuit observed. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The complaint was verified in the history but could not be duplicated.